Event description:
This is a spontaneous report by a physician from france of aseptic peritonitis in a (B)(6) male patient coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies. On (B)(6) 2011, the patient began treatment with extraneal viaflex 1 bag daily and nutrineal pd4 unknown bag 1 bag daily (doses not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient developed aseptic peritonitis and was hospitalized. On the same day, extraneal and nutrineal therapies were "stopped." On an unknown date in (B)(6) 2011, the patient recovered without sequelae. Extraneal viaflex and nutrineal pd4 therapies were not reintroduced. The physician reported the event of aseptic peritonitis was possibly related to extraneal viaflex and nutrineal pd4 unknown bag therapies, and further reported that "suspected endotoxins in the peritoneal dialysis solutions to be related to the aseptic peritonitis."

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.